Event description:
Endoleak (type 1a): the patient had already undergone 2-debranching tevar with an endurant ii aui type (medtronic) in the abdomen and a zenith alpha (cook medical) and a c-tag (40mm, gore) in the thorax. Due to type 1a endoleak remained after the procedure, the relay plus was additionally used to stop the leak in this case. Prior to implanting the relay plus, an aneurysm was embolized with coils for some extent to promote thrombus formation in the aneurysm. The relay plus was then implanted from the zone 1 area. As a dissection like finding was confirmed in the brachiocephalic artery, a viabahn vbx (gore) was implanted in the brachiocephalic artery, resulting in device placement similar to the chimney technique. After final angiography, a delayed leak into the aneurysm was observed. It is expected to control the leak by promoting thrombus formation in the aneurysm after termination of heparin administration and expiry of the effect since the act is currently being extended with heparin. Operation type: additional stent-graft implantation for remaining endoleak (tc#bm230103398) patient outcome - "no health damage to the patient."

Event description:
Endoleak (type 1a): the patient had already undergone 2-debranching tevar with an endurant ii aui type (medtronic) in the abdomen and a zenith alpha (cook medical) and a c-tag (40mm, gore) in the thorax. Due to type 1a endoleak remained after the procedure, the relay plus was additionally used to stop the leak in this case. Prior to implanting the relay plus, an aneurysm was embolized with coils for some extent to promote thrombus formation in the aneurysm. The relay plus was then implanted from the zone 1 area. As a dissection like finding was confirmed in the brachiocephalic artery, a viabahn vbx (gore) was implanted in the brachiocephalic artery, resulting in device placement similar to the chimney technique. After final angiography, a delayed leak into the aneurysm was observed. It is expected to control the leak by promoting thrombus formation in the aneurysm after termination of heparin administration and expiry of the effect since the act is currently being extended with heparin. Operation type: additional stent-graft implantation for remaining endoleak (tc#: (B)(4)). Patient outcome: "no health damage to the patient."